Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, was explanted from the left eye of a female patient because she complained of waxy vision. The lens was replaced with a toric lens (manufacturer unknown) and no patient injuries were noted. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.